Manufacturer narrative:
On (B)(6) 2016 12:06 pm (gmt-4:00) added by (B)(6) (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure was completed, piece of the vasoview hemopro jaw broke off in the patient and was recovered. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. There were evidence of blood and clinical use. Tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was partially peeled and detached at the tip. The jaws were intact and opened and closed as expected. No other nonconformance was observed. Based on the condition of the device as found, the reported "break jaw" was not confirmed. The complaint was confirmed for the analyzed "peeled jaw." (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure was completed, piece of the vasoview hemopro jaw broke off in the patient and was recovered. The hospital did not report any patient effects.